Event description:
The physician used a cook endoscopy fusion triple lumen needle knife. The needle broke and detached in the pt. The detached portion was left to pass naturally. This occurred at the end of the procedure and the surgeon was able to complete the sphincterotomy. Nothing was retrieved from the pt. No consequence to the pt occurred due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. A broken needle can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in pt or operator injury, damage to the device, or damage to the endoscope. Needle breakage can also occur if the needle experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle in one position can result in focal coagulation, charring of the tissue or breakage of the needle knife. Prior to distribution, all fusion precut needle knives are subjected to a visual inspection to ensure device integrity. A review of the history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.